Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call high blood glucose level. Customer's blood glucose level went as high as 487 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, high ketones and high blood glucose levels. Customer treated themselves with the insulin pump and an insulin pen. Customer advised there were a dozen small air bubbles the size of a tip of a pin. Customer performed the high pressure test and passed. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.